Event description:
It was reported that noise due to hourly automatic hvli measurements was observed on the atrial channel. Intermittent oversensing of the noise was noted. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.